Event description:
Device explanted due to sudden eri. No adverse patient events reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
The pacemaker was returned and analyzed. The memory content demonstrated a normal functionality of the device while implanted and in service. Upon receipt, the pacemaker interrogation revealed the battery status eri which was activated on (B)(6), 2021. Furthermore, the pacemakers memory content was analyzed indicating no anomalies. The amount of charge taken from the battery was verified and the battery condition was found to be as expected. Please note, the fuel gauge shows the remaining battery capacity until eos, not eri. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the pacemaker was fully functional. The battery status was anticipated. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.